Event description:
The customer contacted stryker to report that the battery pins of their device are broken. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The battery pins were replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.